Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (b30 error) was not duplicated during device inspection. The device was returned to the user facility as is. The phenomenon likely occurred due to flooding of scopes attempting to be connected to the device. Therefore, no device abnormality was found.

Manufacturer narrative:
Due diligence was executed for this event. Device manufacture date is not available. The device has been returned and evaluated for the issue f the b30 error message. This error code were not duplicated at the time of testing. Evaluation is ongoing. Supplemental report(s) will be submitted when any further information is available.

Event description:
As reported for this event, the b30 scope communication error was observed for the device. This error was observed with multiple scopes. Even cleaning the contacts did not eliminate the error which was still observed intermittently. There was no patient involvement.